Manufacturer narrative:
H3. Product analysis:¿ equipment used: vis (m-78210) ¿ as found condition: the hyperform balloon catheter was returned within a shipping box and a sealed pouch. ¿ visual inspection/damage location details: no damage was found with the hyperform balloon catheter hub. No bends or kinks were found with the catheter body. Upon visual inspection, the balloon appears to be in good condition. The hyperform balloon catheter was flushed, water was found leaking from between the inner and outer strain relief. The outer strain relief was removed, and the inner strain relief was found damaged. The hyperform balloon catheter was re-flushed, water was found leaking from the damaged inner strain relief. ¿ testing/analysis: as the hyperform balloon catheter was found leaking, inflation testing of the balloon could not be performed. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿balloon leak¿ report was confirmed as the was found leaking from the damaged inner strain relief. However, the cause of the catheter damage could not be determined. H6. Coding updated based on analysis findings. **it should be noted that the hyperform balloon was not found to be ruptured. Balloon catheter leak at the hub was observed in analysis. Leaking at the hub is not a reportable event as the event does not have history of resulting in a death or serious injury in the past and information suggests that the issue is not likely to cause or contribute to a death or serious injury if the event were to recur.** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the leak was observed immediately out of box. No evidence of tampering to packaging. Leak detected during testing, was not used in patient. There was a balloon leak.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during preparation the balloon was identified as faulty as it was leaking and was therefore not used. There is no patient involved in this event.